Event description:
Pt was revised to address tibial and femoral loosening.

Manufacturer narrative:
The products associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.